Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory the complete lead was returned with the helix retracted. Visual inspection of the lead revealed that the medical adhesive (ma) is separated from the gore (coil insulation covering) at the proximal end of the shocking coil. The proximal coil is stretched at this point. The rs (rate sense) gore is bunched in several places, and the rs coils are deformed (out of alignment), also due to the bunched gore. The stylet insertion test passed, but with resistance felt due to the bunched rs-gore which pushed on the rs conductor coils, causing them to be offset in several places. The poly insulation sleeve is bunched approximately 60mm from the terminal pin. The lead body is curled along its entire length. The damage is consistent with the lead having been placed (pulled) through a constricted area.

Event description:
It was reported that during the implant procedure, the svc (shock coil) coil of the right ventricular (rv) lead was damaged by the introducer. Therefore, a new lead was implanted to complete the procedure. No adverse patient effects were reported.